Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device following an unspecified procedure. The arteriotomy was confirmed to be in superficial femoral artery which was reported to be moderately calcified. The physician inserted the device without resistance, mark was achieved, the foot was deployed and the device was pulled back to position the foot against the arterial wall. The plunger of the device was pushed to deploy the needles. When the plunger was pulled back, no suture was attached to the anterior needle. The physician parked the foot and attempted to remove the device. It was reported that "resistance was felt" at this time. The physician pulled back on the device and the device broke at the guide. It was reported that the distal guide remained intralumenal. The actuator wire was attached to the distal guide and exposed above the arteriotomy site. The proximal guide and body of the device were in the operator's hand. The physician held onto the actuator wire and a vascular surgeon performed a cut-down at the arteriotomy site. The distal guide and actuator wire were removed and the arteriotomy was sutured closed. Hemostasis had been achieved at this time. It was reported that the pt was discharged as per facility routine. There were no reported adverse pt sequelae. Though requested, no additional info was provided.